Event description:
It was reported in an advent pas study, a patient developed pericarditis and chest pain about a week after undergoing a pulsed field ablation procedure. The patient was admitted to a different hospital on (B)(6) 2025 and discharged on (B)(6) 2025. Upon admission, the patient exhibited chest pain, elevated troponins, and EKG changes, leading to a suspected diagnosis of pericarditis. A diagnostic coronary angiogram and left heart catheterization revealed non-obstructive coronaries with mild to moderate 40 percent mlad. The patient was prescribed colchicine twice daily to manage the condition. An echocardiogram performed on (B)(6) showed an ejection fraction of 60 percent and no pericardial effusion. On (B)(6), the patient received motrin, which effectively controlled the chest pain. By (B)(6), the patient was stable and ready for discharge, with chest pain well managed. The farawave catheter is not expected to return as it was discarded. It was further reported that the suspected cause of pericarditis and chest pain was undetermined. No further information is available.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via a study, a patient developed pericarditis and chest pain about a week after undergoing a pulsed field ablation procedure. The patient was admitted to a different hospital on (B)(6) 2025 and discharged on (B)(6) 2025. Upon admission, the patient exhibited chest pain, elevated troponins, and EKG changes, leading to a suspected diagnosis of pericarditis. A diagnostic coronary angiogram and left heart catheterization revealed non-obstructive coronaries with mild to moderate 40 percent mlad. The patient was prescribed colchicine twice daily to manage the condition. An echocardiogram performed on (B)(6) showed an ejection fraction of 60 percent and no pericardial effusion. On (B)(6), the patient received motrin, which effectively controlled the chest pain. By (B)(6), the patient was stable and ready for discharge, with chest pain well managed. The farawave catheter is not expected to return as it was discarded.